Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an error message 4301 rsm bar code reader communication error (0) generated on the alinity ci series instrument. When running program 1620 to test the barcode reader, there were 6 tubes of blood in the sample rack; all the barcodes could be read, but the barcode and position information had not been verified. The instrument generated error 3424, sample probe aspiration error. It was found that a sample at the sample rack position no. 1 was scanned, but shown to be at position no. 6, then the sample probe moved to position no. 6, where the aspiration error occurred. Stopped sample intake process, and examined the 40 samples that had already been aspirated. Verification and reporting of the results were canceled, and the reports were not issued by the laboratory. Restarted scm, then the barcode reader¿s ability to read information was restored. Samples could be tested as normal, and the instrument was working normally. No impact to patient management was reported.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the time of this event that may have contributed to this issue. There have been no subsequent tickets opened for barcode labels presented in the incorrect order after power was cycled to the alinity scm. Trending review did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Review of alinity ci series operations manual, section 5, operation instructions, reagent and sample management provides information on how to load samples in the sample racks, including bar coded tubes. The alinity ci-series scm service documentation provides labeling for the removal and replacement of the rsm barcode reader. Labeling is also adequately addressed on how to cycle power to the reagent and sample manager (rsm) to reestablish communication with the system control module (scm), to store configuration information, or to troubleshoot the system. It is possible that field service did not manually cycle power to the rsm after replacement of the barcode reader to allow the firmware upgrade to complete. Once power was cycled to the rsm, the issue was resolved. Based on all reviewed data, a product deficiency was not identified.